Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned power control board. Resistors ic3, r10, and r11 on the power control board of the power supply appeared burned. The burned board was noticed during machine repair. The machine initially alarmed with a high temperature message. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed later reported that the issue had been resolved but the machine then failed the diasafe filter test. Additional information was requested, however a response was not received. The power control board is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned power control board. Resistors ic3, r10, and r11 on the power control board of the power supply appeared burned. The burned board was noticed during machine repair. The machine initially alarmed with a high temperature message. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed later reported that the issue had been resolved but the machine then failed the diasafe filter test. Additional information was requested, however a response was not received. The power control board is not available to be returned to the manufacturer for physical evaluation.